Manufacturer narrative:
E1: initial reporter phone no. (B)(6). The device was received for evaluation. During the power on cycle, th device displayed a door open message on the screen. A visual inspection was performed, and it was noted that there was dried fluid build up on the latch bar area. After clearing the latch bar, the pump was able to power on property. The reported condition was verified. The cause of the reported condition was a component failure. A device history review revealed no issues that could have caused or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned novum large volume pump, the device displayed ¿door open¿ on the screen. There was no patient involvement. No additional information is available at this time.